Event description:
A malfunction was reported with a displayed code "malf 12,". There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information on resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared. The customer acknowledged and understood these instructions.